Event description:
It was reported that the pt presented in hosp prepared to have a new device implanted. Interrogation of the device showed that there was post-sensed t-wave oversensing on the ventricular lead and pt received inappropriate hv therapy as a result. The new reprogrammed settings will be applied to the replacement device.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.